Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer did not received a low battery alert prior to the replace battery alarm. Customer stated that the battery cap was not damaged. Customer stated that replace battery alarm, or off no power without a low battery warning. Customer slightly bumped insulin pump into the wall and then got a replace or insert battery alert. Customer stated that happened every time the insulin pump may slightly bumped into something, so she would replace again the battery and it would work again after. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.